Event description:
Patient implanted with restorelle and competitors product. Later patient experienced personal injury.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.